Manufacturer narrative:
The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the brake casters in brake position. The account repaired the bed themselves, bed is now functioning as designed. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a brakes not holding were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that versacare frame brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.